Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: pars fracture type of procedure: mid lumbar fusion levels implanted: l5-s1 it was reported that intra-op, the peek portion of the cage broke off during implantation. Using o-arm, the titanium portion was noticed in disc space. The titanium portion could not be taken out even after 45 minutes of trying; hence, it was left in the disc space. Patient was taken out of surgery and was discharged. Currently, there is no information on any patient complications.